Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found that the returned catheter could be inflated and deflated without difficulty. There was no pinch or blockage observed on the catheter. The catheter was dissected and found no conditions that could be associated with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The catheter was eventually removed with water still remaining in the balloon. There was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. The catheter was eventually removed with water still remaining in the balloon. There was no reported patient injury.